Event description:
According to available information, this device required removal due to a balloon burst. The device burst after filling. It was noted the device was not overfilled. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found 1 other complaint on this lot number 8529283. This product reference (B)(4) lot number 8529283, has been manufactured in april 2022 for (B)(4) pieces. The expiry date is april 2027. This product was made by our tunisian subcontractor with an intermediate product ab6h1880 lot number 8163737. On 10th august, we informed our tunisian subcontractor this complaint. On 08th september, we received the investigation from our tunisian subcontractor. Conclusion of investigation: inflation and leakage testing was performed in accordance with opsi121 and a post-inflation test was performed for one hour, therefore product was compliant. The probable causes of this defect may be: presence of air bubble on a balloon can perform bursting from second inflation. Balloon material problem.